Manufacturer narrative:
Please see MFR # 3012307300-2018-02444 for related device incident.

Event description:
Patient reported that during use of her infusion pump whose sensor had undergone adjustment, a "no cassette attached" alarm occured. The patient switched to her back up pump and the alarm stopped. No patient injury was associated with this incident.